Event description:
It was reported that the patient presented to emergency room (ER) on (B)(6) 2021 after experiencing dark stools for 3-4 days. Upon admission, the patients' hct (hematocrit) was 24.5 and inr (international normalized ratio) was 1.86. Gastroenterology (gi) was consulted and plans were made to proceed with esophagogastroduodenoscopy (egd) and colonoscopy if indicated. In the interim, the patient was started on octreotide infusion and protonix infusion. On (B)(6) 2021, the patient was taken to the gi lab which found actively oozing pyloric channel telangiectasia which was treated with argon plasma coagulation (apc). There was also a small nonbleeding arteriovenous malformation (avm) noted that was also treated with apc. The following day patient underwent colonoscopy which was negative for bleeding. Patient was deemed stable for discharge with inr 1.74 and hct 29.1. Coumadin was resumed with inr goal 2-3 and patient was given no aspirin (asa).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.